Event description:
The customer reported when the ventilator was powered on there was smoke observed from the device. The customer reported the smoke that was observed was due to thermal damage of a component on the power management pcb board. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the power management board and motor controller board to address the reported problem. The device was not in use therefore there was no patient involvement.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service.